Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Evaluation of the device header found no defect that could contribute to the set screw complaint. Ventricular set screw was successfully disengaged and tightened, and connector block threads were successfully tested using go/no-go tool. Ventricular lead insertion test was successful after retracting the set screw. All other tests were normal, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the ventricular lead could not be inserted in the new generator's connector port. The lead was therefore reconnected to the old generator. During this maneuver, the patient experienced asystole for a few seconds. The set screw of the new generator's connector port was loosened with a torque wrench and a second attempt to reinsert the lead was made but the issue persisted. The complaint was on the new generator's set screw and connector. The new generator was replaced with another new one to which the lead was connected and the procedure was completed without any adverse consequences to the patient. The patient was stable.